Event description:
It was reported that the patient with this inflatable penile prosthesis experienced infection with purulent discharge and fever, and a swollen scrotum. The device was explanted, and the physician performed a salvage procedure. No further patient complications were reported.